Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that both t1 and t2 deployed simultaneously from the fast-fix 360 curved device. All implants were removed and a backup device was available to complete the procedure. No patient impact was reported as the result of the alleged event. It was reported that there was no delay in the procedure associated with the event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. UDI number has not been assigned. (B)(4).